Event description:
It was reported that a 38-year-old female patient underwent unspecified breast surgery with a 500cc mentor memorygel breast implant and experienced breast implant rupture, and local reaction on her left side postoperatively. Rupture was diagnosed via ultrasound. The patient underwent bilateral explantation and replacement with catalog number 3505004bc; serial number (B)(4) on the left side, and with catalog number 3505004bc ; serial number (B)(4) on the right side on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 7, 2022, mentor became aware that the patient also experienced left side capsular contracture; baker grade unknown. Clinical code "capsular contracture" has been added to field h6 on this form. Reason for device explant and/or reoperation: left rupture, local reaction, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 19, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the devices were accidentally thrown away. Photos were received. Photo evaluation is in progress. Once completed, supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).